Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f mp a2 infiniti angiography catheter broke into three pieces as soon as it was taken out, so we replaced it with another catheter and continued using it. There was no reported injury to the patient. The device will be returned for evaluation.